Manufacturer narrative:
Csz medical technical support received a complaint stating the hemotherm was not pumping. The user facility had a backup device and the procedure continued successfully. Csz medical technical support found the device had a blown fuse and a damaged power supply board. Csz replaced the power supply board on the device to resolve the issue. The device passed all tests and functioned as designed.

Event description:
Cincinnati sub-zero medical technical support received a complaint stating the hemotherm pump was not working. The user facility had a backup device and the procedure was able to continue. There was no patient or user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).